Event description:
A pt reportedly was using novofine 31g needles and pt felt that the needles were blunt which resulted in pt developing an ulcer in their stomach. Pt was hospitalised to have the ulcer removed and it took eight weeks to recover. The customer was using protaphane insulin concomitantly (long-acting human insulin) at the time of the event.